Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
Rp 011760 - the dentist reported that after nearly 5 months dental implant was installed in intraoral region 7#, its non-osseointegration was observed. In addition, 50ncm of primary stability was achieved, the patient presented bone type ii, immediate load and immediate implant procedures were performed and biomechanical overload has happened.